Event description:
During a hand injection, the cap from the hemostasis valve disconnected. The cardiologist was splashed in the face and mouth with contrast mixed with blood. There was no pt or clinician harm or long-term injury reported as a result of this event.